Event description:
As reported, the physician attempted to torque the 7f .078 rdc vista brite tip guide catheter. The physician advanced the catheter for selective angiogram of left renal artery. The physician stated that he attempted to torque the 7fr rdc guide catheter once clockwise to engage the left renal artery, the catheter would not engage. As he torqued the catheter, he noticed that it was kinked. As he un-torqued the catheter and attempted to remove it, the catheter snapped in half and one piece remained inside the patient's body. The segment that snapped was the mid body of the catheter. The piece was in the patient for about 90mins. It was retrieved during that time frame. The piece that remained inside the patient's body was subsequently retrieved using a en snare catheter after multiple attempts. No surgical intervention was required. The piece of catheter was removed from the patient's body and a non-cordis 7f guide catheter was used to complete the procedure. The doctor was not concerned that this would cause a serious injury. The access site was femoral artery. The intended lesion characteristics indicated no calcification and moderate tortuosity in the iliac vessel. The product was not stored at the account but was instead kept in the recor rep's trunk stock bag, outside its protective white exterior catheter box, inside a vehicle in arizona on a day when the outside temperature exceeded 105 degrees. There was no damage to the packaging of the device, and no anomalies were noted when the device was removed from the package. The device was pulled from the packaging by the hub, and no anomalies were observed at that time. It was prepped per the IFU without any difficulty, and there were no issues experienced during preparation. There was no resistance or friction encountered while advancing the catheter through the sheath, and no excess force was used during the case. Additionally, there was no difficulty tracking through the vasculature. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the physician attempted to torque the 7f .078 rdc vista brite tip guide catheter. The physician advanced the catheter for selective angiogram of the left renal artery. The physician stated that he attempted to torque the 7fr rdc guide catheter once clockwise to engage the left renal artery, the catheter would not engage. As he torqued the catheter, he noticed that it was kinked. As he un-torqued the catheter and attempted to remove it, the catheter snapped in half and one piece remained inside the patient's body. The segment that snapped was the mid body of the catheter. The piece was in the patient for about 90mins. It was retrieved during that time frame. The piece that remained inside the patient's body was subsequently retrieved using a en snare catheter after multiple attempts. No surgical intervention was required. The piece of catheter was removed from the patient's body and a non-cordis 7f guide catheter was used to complete the procedure. The doctor was not concerned that this would cause a serious injury. The access site was femoral artery. The intended lesion characteristics indicated no calcification and moderate tortuosity in the iliac vessel. The product was not stored at the account but was instead kept in the recor rep's trunk stock bag, outside its protective white exterior catheter box, inside a vehicle in arizona on a day when the outside temperature exceeded 105 degrees. There was no damage to the packaging of the device, and no anomalies were noted when the device was removed from the package. The device was pulled from the packaging by the hub, and no anomalies were observed at that time. It was prepped per the IFU without any difficulty, and there were no issues experienced during preparation. There was no resistance or friction encountered while advancing the catheter through the sheath, and no excess force was used during the case. Additionally, there was no difficulty tracking through the vasculature. The device will be returned for evaluation. One cd-rom containing multiple spot digital images and cine files was submitted and reviewed by an independent physician. Access is obtained in the mid right common femoral artery. A catheter is advanced into the abdominal aorta. It is first used to selectively catheterize the left renal artery. There appears to be stenosis of the main renal artery segment secondary to fibromuscular dysplasia. Following wire traversal, angioplasty is performed. The tip of the guide sheath remains in place at the end of this segment of the procedure. The catheter is then used to selectively catheterize the right renal artery. Again, there appears to be fibromuscular dysplasia producing multiple web like stenoses. During wire traversal the marker tip remains in place. However, angioplasty performed at 10:24:31 am and 10:25:52 am shows the angioplasty balloon partly within the catheter. Subsequent imaging shows the catheter has been removed and there has been embolization of the distal tip into a branch of the right hypogastric artery. No images or clinical information regarding attempted retrieval of the fragment are provided. Full evaluation is limited due to the paucity of clinical information and imaging provided. During angioplasty of the right renal artery, the balloon is partly within the catheter. This could have potentially created catheter trauma resulting in tip separation. I have no evidence to support product malfunction or manufacturing issue. The images seem to support that this event may be procedurally related. A non-sterile unit of product ¿gc 7f 078 rdc 55cm¿ was received for analysis coiled inside of a transparent plastic bag. The device was unpacked to perform the product evaluation. The unit is separated on two pieces, and both segments were returned. The separation is located approximately 28 cm from the distal tip. A third piece of approximately 4 cm is missing and was not returned for analysis. Also, two kinks located approximately 22 and 23 cm from the distal tip were observed. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Additionally, the length of the body was measured finding that a segment of 4 cm is missing and was not returned for analysis. The length must be 55 cm and the results of the sum of the two pieces is 51 cm. For functional analysis, the catheter was placed against the shape master and found within the tolerance zone. The separated edges of the piece with the distal tip were inspected with a vision system, which presented evidence of elongations on the same perpendicular direction with an angular uniform cut. The characteristics found on the materials of the unit are commonly associated with separations caused by a cutting tool. Therefore, it is assumed that the material was cut with an unknown tool. No other outstanding details were observed. The separated edges of the piece with luer hub were with the vision system and presented evidence of elongations, fatigue lines, diameter reduction, and plastic deformation because of a twisted tension applied to the device material. These characteristics found on the materials of the unit are commonly associated with damages caused by material tensile/twist overload. Therefore, it is assumed that the material was induced to a tensile/twist forces that exceeded the material yield strength prior to the frayed condition. The complaint reported by the customer as catheter (body/shaft) ~cannulation difficulty¿ could not be confirmed due to the nature of the complaint. Additionally, the catheter shape was found within the tolerance zone. The complaint reported by the customer as ¿catheter (body/shaft) ~ separated¿ was confirmed. A separated condition of the body/shaft was noted. The unit was returned separated in two pieces and with two kinks. The exact cause of this damage could not be conclusively determined during the analysis. Based on the product evaluation results, it is assumed the material was induced to a cutting and tensile/twist forces that exceeded the material yield strength prior to the separation. Procedural factors may have contributed to the failure as reported. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the physician attempted to torque the 7f .078 rdc vista brite tip guide catheter. The physician advanced the catheter for selective angiogram of left renal artery. The physician stated that he attempted to torque the 7fr rdc guide catheter once clockwise to engage the left renal artery, the catheter would not engage. As he torqued the catheter, he noticed that it was kinked. As he un-torqued the catheter and attempted to remove it, the catheter snapped in half and one piece remained inside the patient's body. The segment that snapped was the mid body of the catheter. The piece was in the patient for about 90mins. It was retrieved during that time frame. The piece that remained inside the patient's body was subsequently retrieved using a en snare catheter after multiple attempts. No surgical intervention was required. The piece of catheter was removed from the patient's body and a non-cordis 7f guide catheter was used to complete the procedure. The doctor was not concerned that this would cause a serious injury. The access site was femoral artery. The intended lesion characteristics indicated no calcification and moderate tortuosity in the iliac vessel. The product was not stored at the account but was instead kept in the recor rep's trunk stock bag, outside its protective white exterior catheter box, inside a vehicle in arizona on a day when the outside temperature exceeded 105 degrees. There was no damage to the packaging of the device, and no anomalies were noted when the device was removed from the package. The device was pulled from the packaging by the hub, and no anomalies were observed at that time. It was prepped per the IFU without any difficulty, and there were no issues experienced during preparation. There was no resistance or friction encountered while advancing the catheter through the sheath, and no excess force was used during the case. Additionally, there was no difficulty tracking through the vasculature. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the physician attempted to torque the 7f .078 rdc vista brite tip guide catheter. The physician advanced the catheter for selective angiogram of the left renal artery. The physician stated that he attempted to torque the 7fr rdc guide catheter once clockwise to engage the left renal artery, the catheter would not engage. As he torqued the catheter, he noticed that it was kinked. As he un-torqued the catheter and attempted to remove it, the catheter snapped in half and one piece remained inside the patient's body. The segment that snapped was the mid body of the catheter. The piece was in the patient for about 90mins. It was retrieved during that time frame. The piece that remained inside the patient's body was subsequently retrieved using a en snare catheter after multiple attempts. No surgical intervention was required. The piece of catheter was removed from the patient's body and a non-cordis 7f guide catheter was used to complete the procedure. The doctor was not concerned that this would cause a serious injury. The access site was femoral artery. The intended lesion characteristics indicated no calcification and moderate tortuosity in the iliac vessel. The product was not stored at the account but was instead kept in the recor rep's trunk stock bag, outside its protective white exterior catheter box, inside a vehicle in arizona on a day when the outside temperature exceeded 105 degrees. There was no damage to the packaging of the device, and no anomalies were noted when the device was removed from the package. The device was pulled from the packaging by the hub, and no anomalies were observed at that time. It was prepped per the IFU without any difficulty, and there were no issues experienced during preparation. There was no resistance or friction encountered while advancing the catheter through the sheath, and no excess force was used during the case. Additionally, there was no difficulty tracking through the vasculature. The device will be returned for evaluation. A non-sterile unit of product ¿gc 7f 078 rdc 55cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to perform the product evaluation. The unit is separated on two pieces, and both segments were returned. The separation is located approximately 28 cm from the distal tip. A third piece of approximately 4 cm is missing and was not returned for analysis. Also, two kinks located approximately 22 and 23 cm from the distal tip were observed. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Additionally, the length of the body was measured finding that a segment of 4 cm is missing and was not returned for analysis. The length must be 55 cm and the results of the sum of the two pieces is 51 cm. For functional analysis, the catheter was placed against the shape master and found within the tolerance zone. The separated edges of the piece with the distal tip were inspected with a vision system, which presented evidence of elongations on the same perpendicular direction with an angular uniform cut. The characteristics found on the materials of the unit are commonly associated with separations caused by a cutting tool. Therefore, it is assumed that the material was cut with an unknown tool. No other outstanding details were observed. The separated edges of the piece with luer hub was with the vision system and presented evidence of elongations, fatigue lines, diameter reduction, and plastic deformation because of a twisted tension applied to the device material. These characteristics found on the materials of the unit are commonly associated with damages caused by material tensile/twist overload. Therefore, it is assumed that the material was induced to a tensile/twist forces that exceeded the material yield strength prior to the frayed condition. The complaint reported by the customer as catheter (body/shaft) ~cannulation difficulty¿ could not be confirmed due to the nature of the complaint. Additionally, the catheter shape was found within the tolerance zone. The complaint reported by the customer as ¿catheter (body/shaft) ~ separated¿ was confirmed. A separated condition of the body/shaft was found. The unit was returned separated in two pieces and with two kinks. The exact cause of this damage could not be conclusively determined during the analysis. Based on the product evaluation results, it is assumed the material was induced to a cutting and tensile/twist forces that exceeded the material yield strength prior to the separation. Procedural factors and handling process may have contributed to the failure as reported. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the physician attempted to torque the 7f .078 rdc vista brite tip guide catheter. The physician advanced the catheter for selective angiogram of left renal artery. The physician stated that he attempted to torque the 7fr rdc guide catheter once clockwise to engage the left renal artery, the catheter would not engage. As he torqued the catheter, he noticed that it was kinked. As he un-torqued the catheter and attempted to remove it, the catheter snapped in half and one piece remained inside the patient's body. The segment that snapped was the mid body of the catheter. The piece was in the patient for about 90mins. It was retrieved during that time frame. The piece that remained inside the patient's body was subsequently retrieved using a en snare catheter after multiple attempts. No surgical intervention was required. The piece of catheter was removed from the patient's body and a non-cordis 7f guide catheter was used to complete the procedure. The doctor was not concerned that this would cause a serious injury. The access site was femoral artery. The intended lesion characteristics indicated no calcification and moderate tortuosity in the iliac vessel. The product was not stored at the account but was instead kept in the recor rep's trunk stock bag, outside its protective white exterior catheter box, inside a vehicle in arizona on a day when the outside temperature exceeded 105 degrees. There was no damage to the packaging of the device, and no anomalies were noted when the device was removed from the package. The device was pulled from the packaging by the hub, and no anomalies were observed at that time. It was prepped per the IFU without any difficulty, and there were no issues experienced during preparation. There was no resistance or friction encountered while advancing the catheter through the sheath, and no excess force was used during the case. Additionally, there was no difficulty tracking through the vasculature. The device will be returned for evaluation.